Event description:
It was reported that air bubbles were found in a clearlink non-dehp filter extension set. This occurred while priming the device using cytomegalovirus immune globulin. The set was not primed with saline prior to being primed with the cytomegalovirus immune globulin. The event occurred in the prenatal intensive care unit (picu). There was patient involvement; however, there was no adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation of the sample determined that the device performed as designed. No visual or functional defects were noted. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received; however, the investigation is not yet complete. The initial visual inspection revealed that there was air in the filter housing of the device. Review of the labeling found that the package label stated that blood, emulsions, or medication not totally soluble in the carrier solution cannot be administered through the filter. Functional testing was conducted with saline solution and determined that the device performed within specification according to the usage instructions. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Upon completion of the evaluation or should additional relevant information become available a supplemental report will be submitted.